Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 444 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 562 mg/dl. Customer reported that her mouth was extremely dry. During troubleshooting, the customer confirmed that the cannula was slightly bent. Blood glucose level at the end of the call was 500 mg/dl. The insulin pump was not replaced or returned for analysis.